Event description:
It was reported that the patient presented to the hospital for a scheduled procedure. During procedure, the right ventricular (rv) lead had an helix mechanism failure. The rv lead was removed and replaced on (B)(6) 2024. The patient was in stable condition throughout.